Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that prior to a breast biopsy procedure, the foreign particle was allegedly found in the tip of the needle. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one encor biopsy probe, probe cover, an additional sealed saline syringe and complete sample trap assembly were received for evaluation. During visual evaluation, the device was received with protective tubing seated on the probe needle and the sample appeared to be clean, no blood residue was found. Skiving was noted throughout the inner side of the needle protector length. The needle protector remanent were observed on the distal portion of the needle and the needle distal tip was noted to be bent (dull). Due to the nature of the complaint, functional testing was not performed. Two electronic photos were provided and reviewed. The first and second photos show one partial encor probe cannula, the cannula is closed. A piece what appears to be clear material along with blood residue was noted to the distal portion of the needle. Therefore, based on the photo review and sample evaluation results, the investigation is confirmed for the reported device contamination with chemical or other material as the skiving was noted throughout the inner side of the needle protector length and needle protector remanent were observed on the distal portion of the needle. And the investigation is confirmed for the identified dull needle as the needle distal tip was noted to be bent. A definitive root cause for the identified dull needle issue could not be determined based upon the provided information. And the definitive root cause for the reported device contamination issue was determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a breast biopsy procedure, the foreign particle was allegedly found in the tip of the needle. There was no reported patient injury.